Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for blood glucose of 360 mg/dl and diabetic ketoacidosis. Customer treated with manual injections. Customer indicated that the pump and basal settings are correct and troubleshooting found that drive support cap and time and date programming were normal. Troubleshooting also found that the cannula was bent. Customer wanted to perform a high pressure test with a hemostat and the test passed. Customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction.